Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms and noises while supporting a pt. The pt was subsequently switched to the backup freedom driver without adverse impact. Although the freedom driver exhibited fault alarms and noises, the driver continued to function, as intended.

Manufacturer narrative:
This alleged failure mode poses a low risk to the pt because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.